Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse educator had the arctic sun device that was removed from therapy the previous day. States the device seemed to be making cold water even though they were trying to warm the patient. Could this be due to the recall, sn# (B)(6). Had rn go to the event log. Alarms found were 50 (patient temperature 1 erratic) 4 times, 11 (patient temperature 1 below low patient alert) & 15 (unable to obtain a stable patient temperature). Discussed the different alarms and how it would be difficult for the device to maintain a stable water temperature (wt) as the water temperature (wt) was based off of patient temperature (pt1). States the device was not filled recently, but it did have four bars. Explained how they can do more troubleshooting during therapy and suggested the rns call next time for support. They stated they would like the representative to download data from device to make sure it was not a part of the field action (discussed the field action and how it did not mean every device was affected). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse educator had the arctic sun device that was removed from therapy the previous day. States the device seemed to be making cold water even though they were trying to warm the patient. Could this be due to the recall, sn# (B)(6). Had rn go to the event log. Alarms found were 50 (patient temperature 1 erratic) 4 times, 11 (patient temperature 1 below low patient alert) & 15 (unable to obtain a stable patient temperature). Discussed the different alarms and how it would be difficult for the device to maintain a stable water temperature (wt) as the water temperature (wt) was based off of patient temperature (pt1). States the device was not filled recently, but it did have four bars. Explained how they can do more troubleshooting during therapy and suggested the rns call next time for support. They stated they would like the representative to download data from device to make sure it was not a part of the field action (discussed the field action and how it did not mean every device was affected).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse educator had the arctic sun device that was removed from therapy the previous day. States the device seemed to be making cold water even though they were trying to warm the patient. Could this be due to the recall, sn# (B)(6). Had rn go to the event log. Alarms found were 50 (patient temperature 1 erratic) 4 times, 11 (patient temperature 1 below low patient alert) & 15 (unable to obtain a stable patient temperature). Discussed the different alarms and how it would be difficult for the device to maintain a stable water temperature (wt) as the water temperature (wt) was based off of patient temperature (pt1). States the device was not filled recently, but it did have four bars. Explained how they can do more troubleshooting during therapy and suggested the rns call next time for support. They stated they would like the representative to download data from device to make sure it was not a part of the field action (discussed the field action and how it did not mean every device was affected).